Event description:
Heartmate 3 presents with melena and anemia (5.9) in the setting of international normalized ratio (inr) 2.3 (no aspirin therapy). Inr was reversed and 2 units of transfused blood were required. Endoscopic evaluation revealed bleeding arteriovenous malformation (avm) in the gastric body which was cauterized. Pt was successfully bridged to coumadin from heparin.